Manufacturer narrative:
Additional information received on 02-sep-21. Part number for head component is pha04408 instead of ppt10240, which is not commercially available in the us. Please void this report.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a patient was revised for dislocation.